Event description:
Additional information received 08/08/2016. Allegedly, the patient was revised due to the following mom complications: metallosis; pain that progressively worsened; increased instability (left). Added part number/lot number.

Event description:
Allegedly the patient was revised due to mom complications (left).